Event description:
According to the reporter, during the laparoscopic nephrectomy, after inserting into the abdominal cavity to retrieve the kidney and pressing the white plunger to seal the ring, the ring and bag were partially detached. Another device was opened and used, and the kidney was retrieved without any problems. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: a5a, a5b, e4 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the pull string was attached to the pouch. The pull was attached to the handle. Device was returned with metal ring fully deployed. The specimen pouch had partially separated from the ring. Functional testing noted that the plunger was pulled and the metal ring retracted completely into the shaft of the instrument without difficulty. Plunger was pushed and flexible metal ring protruded without difficulty. It was reported that the bag partially separated from the ring. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if removal of specimen pouch is attempted through an inadequately sized removal site; there will be pressure exerted on the specimen pouch, usually in the distal end, where there will be stretching and deforming of the specimen pouch until it subsequently rips under tension. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the metal ring is retracted completely into the instrument prior to removal through the trocar sleeve. Do not attempt to pull pouch through the trocar sleeve or shaft of instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.